Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menstrual cramp, vaginal bleeding, painful intercourse and pelvic pain on (B)(6) 2023. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain ("pelvic pain") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). On (B)(6) 2023, 3452 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. No causality assessment was received for essure with regard to medical device removal, pelvic pain or abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2023: showed that one fallopian tube was patent, repeated 3 months later, still one patient. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: pelvic pain and abnormal uterine bleeding events added. Reporter and patient information,medical history,lab data,indication added. 28-sep-2023: patient's surgical pathology results were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3438 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. No causality assessment was received for essure with regard to medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal/prior to pregnancy in 2016, had a coil noticed in cervix in 2016, removed in office") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("patient had hsg afterward, showed that one fallopian tube was patent, repeated 3 months later, still one patient."). The patient had a medical history of menstrual cramp, vaginal bleeding, painful intercourse and pelvic pain on (B)(6) 2023. The patient had a family history of fibroids. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced pregnancy with contraceptive device ("then did get pregnant in 2016 with second daughter, during pregnancy it was seen that essure might have shifted") and device expulsion ("prior to pregnancy in 2016, had a coil noticed in cervix in 2016, removed in office"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced pelvic pain ("pelvic pain") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with xanax (alprazolam), lexapro (escitalopram oxalate), motrin [ibuprofen] and lioresal (baclofen) as well as surgery (robotic hysterectomy, bilateral salpingectomy). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to medical device removal, pelvic pain, abnormal uterine bleeding, pregnancy with contraceptive device or device expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2023: showed that one fallopian tube was patent, repeated 3 months later, still one patient. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal/prior to pregnancy in 2016, had a coil noticed in cervix in 2016, removed in office") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("patient had hsg afterward, showed that one fallopian tube was patent, repeated 3 months later, still one patient."). The patient had a medical history of menstrual cramp, vaginal bleeding, painful intercourse and pelvic pain on (B)(6) 2023. The patient had a family history of fibroids. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced pregnancy with contraceptive device ("then did get pregnant in 2016 with second daughter, during pregnancy it was seen that essure might have shifted") and device expulsion ("prior to pregnancy in 2016, had a coil noticed in cervix in 2016, removed in office"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). At an unknown time, she experienced pelvic pain ("pelvic pain") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with xanax (alprazolam), lexapro (escitalopram oxalate), motrin [ibuprofen] and lioresal (baclofen) as well as surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2023. No causality assessment was received for essure with regard to medical device removal, pelvic pain, abnormal uterine bleeding, pregnancy with contraceptive device or device expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2023: showed that one fallopian tube was patent, repeated 3 months later, still one patient. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal/prior to pregnancy in 2016, had a coil noticed in cervix in 2016, removed in office") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("patient had hsg afterward, showed that one fallopian tube was patent, repeated 3 months later, still one patient."). The patient had a medical history of menstrual cramp, vaginal bleeding, painful intercourse and pelvic pain on (B)(6) 2023. The patient had a family history of fibroids. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced pregnancy with contraceptive device ("then did get pregnant in 2016 with second daughter, during pregnancy it was seen that essure might have shifted") and device expulsion ("prior to pregnancy in 2016, had a coil noticed in cervix in 2016, removed in office"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced pelvic pain ("pelvic pain") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with xanax (alprazolam), lexapro (escitalopram oxalate), motrin [ibuprofen] and lioresal (baclofen) as well as surgery (robotic hysterectomy, bilateral salpingectomy). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to medical device removal, pelvic pain, abnormal uterine bleeding, pregnancy with contraceptive device or device expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2023: showed that one fallopian tube was patent, repeated 3 months later, still one patient. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: pregnancy status and information updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3438 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. No causality assessment was received for essure with regard to medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.